Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade IV and rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on radius side assessed as surgical impact opening. (Shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. Wear abrasion observed. Additional, changed, and/or corrected data: d9, h3, h6.